Manufacturer narrative:
The device was returned for evaluation. The seal failures were due to part interference, preventing a proper seal in the pouch. This may have been due to malfunctioning protrusion detection, operator not remdiating the protruding product, product not being loaded properly, or air flow cuasing the light weight product to ligt out of the pocket. The root cause was manufacturing error. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The part was just returned for evaluation, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".